Event description:
The user facility reported when the doctors inserted the insertion sheath and locator and pushed the system, they felt resistance. They tried to torque it back and forth; however, they still felt resistance. They believe that the tip of the sheath was slightly deformed. This difficulty usually occurs when the patients have already done digital subtraction angiography (dsa) for the second or third time. The blood loss was less than 250cc. There was no patient injury or surgical intervention required. The procedure performed was a dsa. Additional information was received on 17mar2025: a 5 french procedure sheath used. A pre-deployment angiogram was performed. Hemostasis was achieved with manual compression. There was no difficulty inserting the locator into the hub. They were successful in mating the locator and hub and the user successfully inserted and lock the locator in the hub. There was audible click on mating, and there was their tactile feedback after mating. The user was unable to mate the locator with the hub after many tries, only one try to mate successfully. The locator did not separate from the hub. The locator was not too loose and did not fail to stay in place. The separation occurred when device was in the patient. No concomitant medical products used with the angio-seal.

Manufacturer narrative:
E3: occupation: interventional radiologist. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9, update section h3, and to provide the completed investigation results. One (1) 6 french angio-seal device was returned for product evaluation. The returned sample included the header bag, guide wire, sheath, locator and carrier tube. The device was visually inspected and found to have been in used condition with visible signs of blood. The sheath and locator were returned unmated and no damage or issues noted on the device. The complaint could not be confirmed for insertion difficulty. The exact root cause could not be determined. The likely cause was determined to have been insufficient angulation during attempted insertion of the device into the patient. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).